Manufacturer narrative:
Device evaluation: the device was returned in device tray. Visual inspection of the returned device found the lens stuck in the device. There was no visible damage to the device. There was evidence of clear residue on the device. (B)(4).

Manufacturer narrative:
Patient information: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon attempted to use a ks-3ai, 28.5 diopter to implant the lens into the patient's eye. However, the lens got stuck in cartridge. The lens was not implanted and no patient injury or contact. A back-up lens was implanted. As of the date of MDR submission, this lens has been returned, but not yet evaluated.